Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is progress. All information reasonably known as of 23 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
It was reported that a patient with an infectious disease was intubated on (B)(6) 2025. On (B)(6) 2025, during episodes of heavy coughing, the slip joint on the tracheal tube became loose. The slip joint was reconnected, but it detached again. The patient was subsequently reintubated using a tube from a different manufacturer; however, the slip joint on that device also became loose. There were no reports of therapy delay, harm, or injury associated with this event.